Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown; product ID evolutfx-29 (j262586); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this 26 mm transcatheter bioprosthetic valve, the valve was deployed; however, was under-expanded due to calcification. The valve did not attach to the patient's annulus relative to the long diameter of the annulus, and paravalvular leak was identified. Subsequently, the valve was withdrawn, and a 29 mm valve was attempted. The expansion with the 29 mm valve was again noted to be insufficient. The valve was withdrawn, and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Following the bav, the valve was inserted again, and adequate frame expansion was observed, and the valve was fully deployed. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed with mild pvl. No adverse patient effects were reported.

Event description:
Additional information was received that the pvl noted during the initial implant attempt of the first 26 mm valve was severe.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.